Event description:
Event was reported to caldera medical by an attorney. Legal complaint states the patient suffered infections, urinary problems, painful intercourse, bleeding, and general vaginal and pelvic pain.